Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no device malfunction or patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) ''is killing me and it's too big and it's lodged in my arm joint, into my it was reported by the patient that the implantable pulse generator (ipg) was "very painful" and moved "to the other side" and there were "wires sticking out". The patient also reported that their rotator cuff may have been torn in the process they can "hear and feel the bones clenching". The ipg remains in use. No further patient complications have been reported as a result of this event.